Event description:
Ous MDR - after an implantation period of estimated 68 months oversensing resulting in one shock was reported. The lead was explanted. An explant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22 cm distal to the is-1 connector pin into two lead fragments. At the distal lead fragment the lead tip was torn off the ring electrode and was not returned for analysis. The inner coil was severely stretched and was protruding at the distal end of the lead fragment. The observed damage indicates a significant ingrowth of the lead tip during the service time. In this region, near the shock coil, the insulation was found rubbed through which can be considered as the root cause of the reported noise with shock delivery. Due to the characteristics of the insulation damage, it is assumed that the lead had been subject to excessive mechanical stress. The considered distal ingrowth might have affected the leads motion. The provided x-ray images do not show any peculiarities. However, x-ray movies for an evaluation of the leads motion were not available for further investigations. Moreover the visual inspection revealed a deformed shock coil. This deformation most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.